Event description:
It was reported the pt (B)(6) experienced unintended stimulation in his head during a follow-up clinical appointment. The reported sensation is described as a disturbing tingle and is said to occur when communication is either initiated or terminated between the ipg and the pt and clinician programmers. It is likely this issue stems from an interruption is communication between the ipg and programmer.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.